Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), infection ("infections") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, hypersensitivity, menstrual disorder, infection and pelvic pain outcome was unknown. The reporter considered device dislocation, hypersensitivity, infection, menstrual disorder, pelvic pain and perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tubes)'), device breakage ('removed in 2 complete pieces'), embedded device ('left essure deeply embedded in the left tube') and device dislocation ('migration/ migration of essure location of device: omentum') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included diabetes mellitus, diarrhea, arthritis, dvt, migraine, sciatica, knee arthroscopy, meniscus removal, cervical discectomy and ankle operation. Previously administered products included for an unreported indication: metformin. Concurrent conditions included genital bleeding, polycystic ovaries, hirsutism, glucose intolerance, abdominal pain, cramp in lower abdomen and dysfunctional uterine bleeding. Concomitant products included cetirizine, cyclobenzaprine, diphenhydramine, empagliflozin, empagliflozin;linagliptin, hydromorphone, loratadine, metformin, montelukast, nabumetone, nsaids from (B)(6) 2016, oxycodone, paracetamol (acetaminophen) from (B)(6) 2016 and sumatriptan. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ pain/ pelvic area pain"), 4 months after insertion of essure. On (B)(6) 2015, the patient experienced vulvovaginal dryness ("vaginal dryness"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced rash ("allergic reaction /allergic or hypersensitivity type: episodic chest rash /rashes or skin conditions type: rash"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, rash, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginal dryness, urinary tract infection, depression, anxiety, dyspareunia and alopecia outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal dryness, dyspareunia, urinary tract infection, hair loss, rash, pelvic pain, vaginal hemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tubes)'), device breakage ('removed in 2 complete pieces'), embedded device ('left essure deeply embedded in the left tube') and device dislocation ('migration/ migration of essure location of device: omentum') in a 40-year-old female patient who had essure (batch no. 654842, 654848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included diabetes mellitus, diarrhea, arthritis, dvt, migraine, sciatica, knee arthroscopy, meniscus removal, cervical discectomy, ankle operation, foot pain and multiparous. Previously administered products included for an unreported indication: metformin. Concurrent conditions included genital bleeding, polycystic ovaries, hirsutism, glucose intolerance, abdominal pain, cramp in lower abdomen, dysfunctional uterine bleeding, back pain and morbid obesity. Concomitant products included cetirizine, cyclobenzaprine, diphenhydramine, empagliflozin, empagliflozin;linagliptin, hydromorphone, loratadine, metformin, montelukast, nabumetone, nsaids from (B)(6) 2010 to (B)(6) 2016, oxycodone hydrochloride (roxicodone), paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2016 and sumatriptan. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vulvovaginal dryness ("vaginal dryness"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and alopecia ("hair loss"), 5 years 11 months after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ pain/ pelvic area pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced rash ("allergic reaction /allergic or hypersensitivity type: episodic chest rash /rashes or skin conditions type: rash/episodes chest rash"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, rash, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginal dryness, urinary tract infection, depression, anxiety, dyspareunia, alopecia, migraine and dysmenorrhoea outcome was unknown, the pelvic pain was resolving and the diarrhoea had resolved. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal dryness, dyspareunia, urinary tract infection, hair loss, rash, pelvic pain, vaginal hemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, device breakage, abdominal pain, menorrhagia, rash, diarrhea lot number: 654842 manufacturing date: 2009/07, expiration date: 2012/07 . Lot number: 654848, manufacturing date: 2009/07, expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received: event " chronic diarrhea" outcome added "recovered/resolved" incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), infection ("infections") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, hypersensitivity, menstrual disorder, infection and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality-safety evaluation of product technical complaint. Perforation nos updated to fallopian tube perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tubes)'), device breakage ('removed in 2 complete pieces'), embedded device ('left essure deeply embedded in the left tube') and device dislocation ('migration/ migration of essure location of device: omentum') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included diabetes mellitus, diarrhea, arthritis, dvt, migraine, sciatica, knee arthroscopy, meniscus removal, cervical discectomy and ankle operation. Previously administered products included for an unreported indication: metformin. Concurrent conditions included genital bleeding, polycystic ovaries, hirsutism, glucose intolerance, abdominal pain, cramp in lower abdomen and dysfunctional uterine bleeding. Concomitant products included cetirizine, cyclobenzaprine, diphenhydramine, empagliflozin, empagliflozin;linagliptin, hydromorphone, loratadine, metformin, montelukast, nabumetone, nsaids from (B)(6) 2010 to (B)(6) 2016, oxycodone, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2016and sumatriptan. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ pain/ pelvic area pain"), 4 months after insertion of essure. On (B)(6) 2015, the patient experienced vulvovaginal dryness ("vaginal dryness"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced rash ("allergic reaction /allergic or hypersensitivity type: episodic chest rash /rashes or skin conditions type: rash"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, rash, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginal dryness, urinary tract infection, depression, anxiety, dyspareunia and alopecia outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal dryness, dyspareunia, urinary tract infection, hair loss, rash, pelvic pain, vaginal hemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received: events: device breakage, embedded device, abnormal bleeding (vaginal, menorrhagia), vaginal dryness, uti, depression, mental anguish, dyspareunia, hair loss, device monitoring procedure not performed were added. Event onset date and outcome were added. Medical history and historical drugs were added. Concomitant drugs were added. Reporters were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tubes)'), device breakage ('removed in 2 complete pieces'), embedded device ('left essure deeply embedded in the left tube') and device dislocation ('migration/ migration of essure location of device: omentum') in a 34-year-old female patient who had essure (batch no. 654842, 654848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included diabetes mellitus, diarrhea, arthritis, dvt, migraine, sciatica, knee arthroscopy, meniscus removal, cervical discectomy, ankle operation, foot pain and multiparous. Previously administered products included for an unreported indication: metformin. Concurrent conditions included genital bleeding, polycystic ovaries, hirsutism, glucose intolerance, abdominal pain, cramp in lower abdomen, dysfunctional uterine bleeding, back pain and morbid obesity. Concomitant products included cetirizine, cyclobenzaprine, diphenhydramine, empagliflozin, empagliflozin;linagliptin, hydromorphone, loratadine, metformin, montelukast, nabumetone, nsaids from (B)(6) 2010 to (B)(6) 2016, oxycodone hydrochloride (roxicodone), paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2016 and sumatriptan. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ pain/ pelvic area pain"), 4 months after insertion of essure. On (B)(6) 2015, the patient experienced vulvovaginal dryness ("vaginal dryness"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced rash ("allergic reaction /allergic or hypersensitivity type: episodic chest rash /rashes or skin conditions type: rash"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, rash, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginal dryness, urinary tract infection, depression, anxiety, dyspareunia, alopecia, migraine, dysmenorrhoea and diarrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal dryness, dyspareunia, urinary tract infection, hair loss, rash, pelvic pain, vaginal hemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, device breakage, abdominal pain, menorrhagia, rash, diarrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received: lot number received on (B)(6) 2019: pfs received: new events migraines / headaches, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: chronic diarrhea added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tubes)'), device breakage ('removed in 2 complete pieces'), embedded device ('left essure deeply embedded in the left tube') and device dislocation ('migration/ migration of essure location of device: omentum') in a 34-year-old female patient who had essure (batch no. 654842, 654848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included diabetes mellitus, diarrhea, arthritis, dvt, migraine, sciatica, knee arthroscopy, meniscus removal, cervical discectomy, ankle operation, foot pain and multiparous. Previously administered products included for an unreported indication: metformin. Concurrent conditions included genital bleeding, polycystic ovaries, hirsutism, glucose intolerance, abdominal pain, cramp in lower abdomen, dysfunctional uterine bleeding, back pain and morbid obesity. Concomitant products included cetirizine, cyclobenzaprine, diphenhydramine, empagliflozin, empagliflozin;linagliptin, hydromorphone, loratadine, metformin, montelukast, nabumetone, nsaids from (B)(6) 2010 to (B)(6) 2016, oxycodone hydrochloride (roxicodone), paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2016 and sumatriptan. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ pain/ pelvic area pain"), 4 months after insertion of essure. On (B)(6) 2015, the patient experienced vulvovaginal dryness ("vaginal dryness"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced rash ("allergic reaction /allergic or hypersensitivity type: episodic chest rash /rashes or skin conditions type: rash"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, rash, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginal dryness, urinary tract infection, depression, anxiety, dyspareunia, alopecia, migraine, dysmenorrhoea and diarrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal dryness, dyspareunia, urinary tract infection, hair loss, rash, pelvic pain, vaginal hemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, device breakage, abdominal pain, menorrhagia, rash, diarrhea lot number: 654842 manufacturing date: 2009/07 expiration date: 2012/07. Lot number: 654848 manufacturing date: 2009/07 expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removed in 2 complete pieces'), uterine perforation ('uterine perforation'), fallopian tube perforation ('perforation / perforation (fallopian tubes)'), embedded device ('left essure deeply embedded in the left tube') and device dislocation ('migration/ migration of essure location of device: omentum') in a 40-year-old female patient who had essure (batch no. 654842, 654848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included diabetes mellitus, diarrhea, arthritis, dvt, migraine, sciatica, knee arthroscopy, meniscus removal, cervical discectomy, ankle operation, foot pain and multiparous. Previously administered products included for an unreported indication: metformin. Concurrent conditions included genital bleeding, polycystic ovaries, hirsutism, glucose intolerance, abdominal pain, cramp in lower abdomen, dysfunctional uterine bleeding, back pain and morbid obesity. Concomitant products included cetirizine, cyclobenzaprine, diphenhydramine, empagliflozin, empagliflozin;linagliptin, hydromorphone, loratadine, metformin, montelukast, nabumetone, nsaids from (B)(6) 2010 to (B)(6) 2016, oxycodone hydrochloride (roxicodone), paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2016 and sumatriptan. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vulvovaginal dryness ("vaginal dryness"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and alopecia ("hair loss"), 5 years 11 months after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ pain/ pelvic area pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced rash ("allergic reaction /allergic or hypersensitivity type: episodic chest rash /rashes or skin conditions type: rash/episodes chest rash"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, embedded device, device dislocation, menstrual disorder, vulvovaginal dryness, depression, anxiety, dyspareunia, alopecia, migraine and dysmenorrhoea outcome was unknown and the rash, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and diarrhoea had resolved. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal dryness, dyspareunia, urinary tract infection, hair loss, rash, pelvic pain, vaginal hemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, device breakage, abdominal pain, menorrhagia, rash, diarrhea. Lot number: 654842 manufacturing date: 2009/07 expiration date: 2012/07. Lot number: 654848 manufacturing date: 2009/07 expiration date: 2012/07. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event added: uterine perforation. Event outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.